Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed "error occurred please call tech support." No additional patient or event information is available. The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. The data log could not be retrieved and functional testing could not be performed. The customer complaint could not be confirmed because the receiver could not communicate with the global communication tool. The root cause could not be determined.